Event description:
It was reported that the coating on the device was separating from the device during a normal device replacement procedure. A new device was implanted, and the patient was in stable condition.

Manufacturer narrative:
The reported event of parylene bubbling was confirmed. However, the parylene bubbling was revealed to be within the acceptable criteria for the implanted devices. No anomalies were revealed during analysis.